Event description:
Five elevated accu tnl results were obtained. No death or serious injury associated with the false high results. However, an elevated accu tnl (troponin) result could potentially contribute to treatment decisions that may include cardiac catheterization.